Manufacturer narrative:
The investigation has determined that a non reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 3600 immunodiagnostic system. The most likely assignable cause of this event is improper pre-analytical sample handling, as the sample was not processed in accordance with collection device manufacturers¿ recommended guidelines and multiple high viscosity result codes were posted on the vitros system during the initial sample testing. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There is no indication a vitros instrument or reagent issue contributed to the event. However, as the customer's low level quality control fluid does not adequately verify performance of the assay at troponin I levels <0.034 ng/ml a reagent issue cannot be entirely ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 3600 immunodiagnostic system. Vitros troponin I patient result: 0.131 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was reported from the laboratory, however, upon obtaining the repeat results, a corrected report was issued. No treatment was altered, stopped, or initiated and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).